Event description:
Physician was attempting to deliver an endeavor resolute drug-eluting stent to lesion in the lad. The lesion, which exhibited 90% stenosis and was tortuous, was pre-dilated. 50% stenosis remained after pre-dilation. However, the device could not cross. Device was removed and operation was given up. It was confirmed that resistance was noted while advancing the device to / across the target lesion. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 8th and 9th proximal segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (failure to deliver stent and deformation); patient's condition affected effectiveness of device (lesion morphology) -severe calcification and resistance at lesion. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - severe calcification and resistance at lesion. Inherent risk of procedure - (failure to deliver stent and deformation). (B)(4).